Event description:
Due to a voluntary recall of specific lot #'s of heparin flush syringes by medefil and covidien manufacturers, patient/families who rec'd these were notified by phone and/or a letter to the home listing the lot #'s as well as symptoms that could possibly be indicative of a reaction. Patient's dad called after receiving a phone message as well as the and vomiting after flushing md notified. Dose, frequency and route used: haparin flush 100u/ml flush with 5 ml IV to PICC q8 after last saline flush. Therapy dates: (B)(6) 2008. Diagnosis for use: osteomyelitis. Event abated after use: yes.